Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician used a hawkone ls atherectomy device to treat a 200mm plaque lesion in the patients right superficial femoral artery. Artery diameter reported as 6mm. Minimal vessel tortuosity, minimal vessel calcification, and 75% stenosis were reported. The IFU (instruction for use) was followed without issue. A 45cm 7fr non-medtronic sheath and a 6mm spider fx embolic protection device/guidewire were used. The vessel was not pre-dilated. After a few passes, the physician noticed that he lost the tactile feel of the orange thumbswitch as he packed, which felt odd to him, but the procedure continued. After treating the lesion, the physician safely removed the hawkone-ls from the patient's body, and as the device was completely removed, the physician noticed a tear in the tecothane jacket, and some significant plaque protrusion through the nosecone of the device, which indicated to him that plaque was being shot out of the nosecone every time he did a pass with the hawkone-ls and packed. This was confirmed once the spider fx device was removed from the patient, as the filter basket was full of embolic material. There is no allegation against the spider fx device. The physician stated that he did not use excessive force while packing. The physician felt there was already adequate debulking with the hawkone-ls, and the vessel was post-dilated with a 6x250mm inpact admiral drug eluting balloon to complete the proc edure. No patient complications have been reported as a result of this event.